Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. The battery compartment was intact; no damage was observed. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete all testing. During testing, the pump was exercised for 24 hours with no power issues or alarms occurring. The pump case was removed and no damage was found to the power circuit. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.